Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed, a damaged downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The dso seal was damaged and the uso sensor was not sensing the cleared occlusions. The most probable root cause was determined, to be the damaged dso seal and malfunctioning uso sensor. The dso seal and uso sensor assembly were replaced. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for upstream occlusion and downstream occlusion damaged. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.